Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the unit would not power on with battery or ac power. It happened with a patient. There was no patient injury. They swapped with a second working unit. Additional information was requested. As per customer, no information was available about the patient.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The reported failure ¿unit not power on, with battery or ac power¿ was verified and duplicated. Customer complaint was confirmed. DHR review was completed for cam01 monitor serial number (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: (B)(6)2011. All results of the functionality tests were recorded as within specifications prior cam01 monitor been released. The DHR review has been deemed satisfactory. A minimum of 12 month review of cam01 monitor customer complaints was completed in trackwise® using the following key words ¿unit not working¿ and a root cause ¿ac input board¿ and ¿dc output board¿ in the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure associated with the cam01 monitor due to faulty ac input and dc output board assemblies. No trend has been identified. Trending analysis has concluded no further action is required for the complaint investigation. No review of non-conformance reports (ncrs) is deemed necessary as no trend has been identified. No further actions are deemed necessary. Future complaints will be continued to be monitored and trended. The failure analysis investigation has concluded the root cause of the failure of the cam01 monitor to power up was due to faulty ac input and dc output board assemblies of the cam01 monitor.